Event description:
It was reported that on (B)(6) 2024, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. During procedure, the valve was positioned deeper and implanted at a depth of 10mm. There were no problem noted during procedure and the patient left the operating room. Patient returned to the operating room due to worsening perivalvular leak (pvl) and severe pulmonary congestion, an emergency transcatheter aortic valve implantation (tavi) was performed. A 23mm non-abbott valve was implanted and aortic regurgitation (ar) into the left ventricle was eliminated. The procedure completed without any issues. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of perivalvular leak and central regurgitation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, a cause for the reported perivalvular leak and central regurgitation could not be determined. The reported patient effects aortic valve insufficiency/regurgitation and pulmonary edema could not be determined. The reported hospitalization and surgical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.